Manufacturer narrative:
The evaluation and repair of this ventilator has not yet begun. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) was blank. There was no reported patient injury.